Event description:
Adverse event(s): "no pt injury reported" (no consequences or impact to pt). Product problem(s): "system message displayed" (device displays error message). The nurse reported a system message displayed and the phaco handpiece would not tune. The plug was filled with water. Additional info received from the nurse stated the phaco handpiece was switched out and the case was completed as planned. There was a 10 minute delay in surgery. The customer ordered a new phaco handpiece and considers the matter settled. No further info is expected. No pt injury was reported.

Manufacturer narrative:
The handpiece was received and in-house eval was completed. A visual assessment reveals no obvious visual nonconformity. The handpiece cable was able to be cut with a fingernail. The handpiece was attempted to be primed and tuned. The system message reported was confirmed. The handpiece tip was removed and re-tightened with a metal wrench; however, the system message persisted. Additional handpiece testing could not be completed as the handpiece did not pass tuning on the dynamic tuning fixture (dtf). The root cause of the system message is attributed to moisture ingress. An internal investigation has been opened to address this issue. A review of complaints for the last 24 months did not indicate any additional, related reports for this handpiece. (B)(4).